Manufacturer narrative:
Section d4, d10, h4: additional information manufacturer¿s investigation conclusion the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , did not reveal any device-related issues. A specific cause for the reported elevated lactate dehydrogenase (ldh), as well as a direct correlation to the device, could not conclusively be established through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 0.75 inches from the pump housing. The inlet elbow was returned secured to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially with the proximal half secured to the inlet elbow and the distal half secured to the inlet tube. The apical sewing ring was not returned. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the presented to emergency department on (B)(6) 2020 with onset shortness of breath and lactate dehydrogenase (ldh) of 1925 u/l. Patient was taken to the operating room on (B)(6) 2020 for pump exchange. Patient had subtherapeutic inr, but otherwise was compliant with medications. No other symptoms besides increasing shortness of breath.